Event description:
As reported by the exactech knee replacement study, approximately three years post tka, the (B)(6) female patient experienced pain and functional limitation of the left knee with inflammatory changes in surgical wound, radiography evidence loosening of tibial and femoral component, orders are given in first time with spacer and culture taking. There is no further information found regarding treatment or a revision. The event is possibly related to the device and to the procedure.

Manufacturer narrative:
Concomitant medical products: tibial insert (cat# 204-23-11), tibial tray (cat# 200-04-32), patella (cat# 200-02-29) . Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h1, h2, h3 and h6 have been updated accordingly. As reported by the exactech knee replacement study, approximately three years post tka, the 71 years old female patient experienced pain and functional limitation of the left knee with inflammatory changes in surgical wound, radiography evidence loosening of tibial and femoral component, orders are given in first time with spacer and culture taking. There is no further information found regarding treatment or a revision. The event is possibly related to the device and to the procedure. Upon review, there is no indication of manufacturing or design issues. The most likely cause of the reported event appears to be the results of the patient conditions, which caused the infection and therefore, causing the tibial and femoral loosening.